Event description:
Pt tested blood glucose =321 mg/dl on suspect device. She became nervous and injected 70/30 insulin which caused her to pass out for unk amount of time. The pt woke up and went to ER where her lab blood glucose= 69 mg/dl. At the same time, her device read blood glucose =286 mg/dl pt took glucose tablet and was later released.